Event description:
Reportable based on analysis. The intellanav stablepoint catheter was selected for use during the procedure. It was reported that during ablation, the catheter moved more than the respiratory rate, so a magnetic sensor error was suspected, and the catheter was replaced. After replacement, the procedure was completed without any problems. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis. Analysis of the device revealed that tip of the device was smashed/cut.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Analysis of returned product revealed that the device has multiple kinks in the shaft and also the distal zone between the r1 and the tip smashed/cut. Additionally, during the continuity test was found an electrical open on the r2, the device was connect not connected to the rhythmia system due to the conditions of the device, the device has physical damaged and during the ablation test can affect more the device due to the device get in contact with liquids. Consequently, not confirming the reported complaint.